Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6)2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple shocks for rapid ventricular response (rvr). It was also noted there was intermittent atrial undersensing. The device and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.